Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during a 24 hour infusion using a smiths medical cadd administration set in conjunction with a cadd pump, it was discovered that the pump tubing was leaking at/around the filter. A small amount of the medication (chemotherapy containing etoposide, doxorubicin and vincristine) leaked out and there were no signs that the chemotherapy came in contact with the patient's skin. There was no reported adverse event.

Manufacturer narrative:
Cadd administration sets was returned for analysis. The sample consist of one device from rra product from p/n 21-7394-24 l/n unknown; the sample returned was received in used condition without its original package inside of a plastic bag. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination according md01-003 and delamination was found at least one join of the filter with the tube in the sample received. In additional leaking testing on the sample received were performed using hydrostat vessel to look for unusual functions, and according the pq-016 leaking was observed fleeing from the air vent of the filter of the sample. The customer's reported problem was confirmed. According to the investigation, in order to perform a complete root cause analysis of this failure mode further investigation will be conducted implement corrective actions for this failure mode. The problem source of the reported problem is unknown.